Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, on the fifth inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).